Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when during procedure when the bed was put into reverse trendelenburg, it was not moving correctly and looked as if it was drifting. The base of the bed was a foot and a half off of the ground. Procedure stopped and then bed came down. The patient's airway remained clear, but her head did come up and go back down on the pillow when the bed went into place. No initial negative consequences.

Manufacturer narrative:
On (B)(6) 2024 it was emailed in by the sales representative "patient was in or mid-surgery when surgeon asked to put the bed into reverse trendelenburg. As anesthesia was pushing button, the bed was not moving correctly and looked as if it was drifting. Staff then noticed that the base of the bed was a foot and a half off of the ground. Staff immediately stopped moving bed and one staff member put weight on the base so the bed would not fall over. Procedure stopped and then bed came down. The patient's airway remained clear, but her head did come up and go back down on the pillow when the bed went into place. Anesthesia md was informed as well as charge nurse and supervisors" a stryker field service technician was sent out on 7 feb 2024, the issue was not able to be replicated during this visit and there were no error codes present. The stryker technician performed visual inspections, cycle tests and a preventative maintenance inspection on the table which were all passing. There was an adverse event associated with the issue in which the "airway checked immediately after bed came back to normal position, staff checked on who jumped on base of bed, and he stated he was okay, patient's head went up and down when the bed went back to normal position", however it was further noted that there were no initial negative consequences reported. In summary, the failure mode could not be replicated by a stryker technician during service, and the table passed all inspections performed. This issue was discovered during a medical procedure and there was patient involvement and an adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored per dwi2003. If any further information is received, a supplemental will be filed.

Event description:
It was reported that when during procedure when the bed was put into reverse trendelenburg, it was not moving correctly and looked as if it was drifting. The base of the bed was a foot and a half off of the ground. Procedure stopped and then bed came down. The patient's airway remained clear, but her head did come up and go back down on the pillow when the bed went into place. No initial negative consequences.